Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that needle gauge inaccuracy occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. An encore balloon catheter inflation device was used together with a non bsc balloon catheter. During dilatation of the lesion, it was noted that the pressure in the meter gauge was decreasing even when supplied pressure. More pressure was then supplied until the balloon could be inflated. Then, the balloon was exchanged with another of the same device. However, same issue occurred. The procedure was completed with this device. No patient complications were reported and there were no patient injury.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device observed that the gauge needle was at 0 atm when received and the device does not have visual defects. Functional testing was done and device locking mechanism test was performed. The plunger handle is rotated to achieve 26 atmospheres and this test is repeated 20 times consecutively. A leak was noted from the bond site of the flexcil line due to a small crack in the connection. Adhesive was present during inspection. The unit failed the functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that needle gauge inaccuracy occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. An encore balloon catheter inflation device was used together with a non bsc balloon catheter. During dilatation of the lesion, it was noted that the pressure in the meter gauge was decreasing even when supplied pressure. More pressure was then supplied until the balloon could be inflated. Then, the balloon was exchanged with another of the same device. However, same issue occurred. The procedure was completed with this device. No patient complications were reported and there were no patient injury.